Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. An evaluation of the device catheter is being conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient was treated with five gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. There was no adverse event to the patient. The aneurysm was completely excluded and the patient tolerated the procedure. A trunk-ipsilateral leg component was advanced to the level of the lowest renal artery and was then deployed past the contralateral gate. The physician chose to reposition the device several times. When the physician positioned the device in an appropriate location and rotated the gray constraining dial to reopen the trunk, the leading end of the trunk did not open fully. It appeared that the top of the trunk was completely inverted, such that the anchors were turned inside the graft. The physician chose to access the backup deployment mechanism via the hatch on the catheter handle. The lock pin and constraining loop (lines #2 and #3, respectively) were individually cut and then pulled from the catheter. The physician then removed the transparent knob from the catheter handle. The physician pulled the gray deployment knob and approximately 4-5 inches of deployment line was attached to the gray deployment knob. The physician could not see any portion of the ipsilateral leg deployment line in the backup deployment mechanism hatch, and therefore, had to cut the catheter circumferentially to retrieve the deployment line. The physician pulled the device down so that the distal end of the ipsilateral leg was just proximal to the hypogastric artery. After verifying the position of the distal ipsilateral leg marker, the physician pulled the ipsilateral leg deployment line from the catheter to deploy the ipsilateral leg, and the catheter as removed from the patient. Since this trunk-ipsilateral leg component was positioned more distally than originally intended, the physician chose to reline it with another trunk-ipsilateral leg component and extended with an aortic extender component. Two contralateral leg components were landed on the contralateral side and the endograft system was completed. There were no endoleaks visible and the procedure was concluded.